Event description:
Pt was using the compressor nebulizer with albuterol when the pt experienced elevated heartrate. The pt's mother and their dr felt the device delivered the medication at a different rate than the compressor nebulizer used previous to this device.